Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR' message upon powering on," was confirmed during functional testing and archive data review. The root cause of the system error was likely due to the processor board (pca) failure. The contribution of wear and tear and mishandling cannot be ruled out since the platform is damaged. The autopulse platform was manufactured in 2007 and is 15 years old, well past the expected serviceable life of 5 years. No documented report was found showing that regular preventative maintenance (pm) was performed for the autopulse platform since the platform was purchased. Upon visual inspection, unrelated to the reported complaint noted multiple cracks in the screw well area of the front and bottom enclosures and multiple damaged screw bosses on the top cover. The root cause of the observed physical damage was likely user mishandling, such as a drop. The damaged covers need to be replaced to address the observed physical damage. The archive data review indicated system error 136 (internal parameter corrupted), thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, confirming the reported complaint. The parameters in backup memory (non-volatile ram) have been corrupted (checked during the power-on self-test). The processor board needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
During the device check, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" message upon powering on. No patient involvement.